Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l per-q-cath catheter. The sample exhibited a complete break at the distal end of the bifurcation. The distal catheter tubing was not returned for evaluation. Usage residues were observed throughout the sample. Microscopic inspection of the break site revealed a dully granular fracture surface. Both lumens exhibited elliptical cross-sections at the fracture site. The fracture features and elliptical lumen cross-sections were consistent with damage caused by tensile (pulling) stress. The location of the damage suggested that catheter securement technique may have contributed to the break. A lot history review (lhr) of reas1378 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that according to the nurse, after positioning, the catheter broke during use. No other information provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1378 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that according to the nurse, after positioning, the catheter broke during use. No other information provided.